Event description:
Device 1 of 3:reference MFR report number: 1627487-2018-12080, reference MFR report number: 1627487-2018-12081. Additional information received identified that patient needed an MRI. As such, surgical intervention was undertaken wherein the scs system was explanted. Patient is reportedly doing well.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR. Report: 1627487-2018-12080, reference MFR. Report: 1627487-2018-12081. It was reported the patient is awaiting scs system explant. The reason for removal was not provided.